Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7103018.

Event description:
It was reported that the patients current leads were not covering the center low back pain. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.

Event description:
It was reported that the patients current leads were not covering the center low back pain. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively. Additional information was received that all patients pain that they were trying to treat was a new pain.